Event description:
It was reported that during an attempted implant, the physician was unable to front load the guidewire past the distal tip of the lead. The lead was removed and replaced. The replacement lead exhibited the same issue, however was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).